Event description:
The lead was electively explanted. The physician indicated the pt presented with cardiac tamponade. No further info was provided. Explant method: intravascular, femoral. Technique/tools: dotter basket/snare. Complications listed above.